Event description:
It was reported that the tubing of the cadd cleo infusion set became disconnected from the infusion site during insulin therapy. The patient experienced elevated blood glucose levels of approximately 400 mg/dl, and glucose levels did not decrease despite attempted bolus delivery until the tubing was replaced. There was patient involvement and no patient harm. This malfunction could interrupt insulin delivery and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.